Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated prior to receiving a cardioversion. Troubleshooting was extensive, but the device still could not be interrogated. The physician has elected to not replace the device at this time, even though it was recommended, due to the patient's age. The patient is not dependent and there have been no adverse patient effects reported.